Manufacturer narrative:
The returned tracheostomy tube was confirmed by the MFR failure investigator to have a deformed distal tip. The investigation is on going. (B)(4).

Event description:
An operating room nurse reported that a percutaneous tracheostomy tube was removed from a pt. It was reported that during intubation the tracheostomy tube was not functioning as it should. The nursing staff aborted the insertion to inspect the tracheostomy tube. The tube was found to have a deformed distal tip. The device was replaced with an identical percutaneous tracheostomy tube. There was no negative impact to the pt.